Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was found cracked during use while attempting to attach the y-site connector. The following information was provided by the initial reporter: "during IV start, IV catheter was inserted into pt vein. When trying to attach the y-site connector, it was noticed that the IV hub was cracked."

Manufacturer narrative:
(B)(6). Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was found cracked during use while attempting to attach the y-site connector. The following information was provided by the initial reporter: "during IV start, IV catheter was inserted into pt vein. When trying to attach the y-site connector, it was noticed that the IV hub was cracked."